Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also available for testing and evaluation but has not yet been received by the manufacturer. Additional information received will be submitted within 30 days upon receipt.

Event description:
During negative preparation outside of the patient, the stent dislodged from the delivery system. Percutaneous coronary intervention (pci) was being performed on a 90% de novo lesion in the distal right coronary artery (rca). The vessel was slightly tortuous. Pre-dilation was conducted with a 2.5x15mm balloon then the 2.5x23mm cypher stent was removed from its packaging. When negative preparation was performed outside of the patient's body, the physician observed that the stent dislodged proximally on the sds prior to use. The physician tried to remount the dislodged stent with the fingers but the physician could not remount it on the balloon. Therefore, the physician stopped using the cypher in order to avoid the risk for the patient. A different cypher (same size) was used and deployed instead without problem. The procedure was finished successfully. There was no reported patient injury. The product was not clinically used and the dislodged stent along with the stent delivery system (sds) will be returned for analysis.